Event description:
Error 41 - upstream pressure sensor fault.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided so no review could be performed. Reported devices were not sent back to brézins for investigation but was repaired by UK service center. It was mentioned that pressure sensors were replaced to solve the reported issue and devices were returned to customer. Replaced defective pressure sensor was kept and sent to brezins for further investigation. Upon inspection and functional testing, the sensor triggered error 41 once launching the test with tubing set due to the drift of the upstream sensor towards a saturated output at 3293 mv. A CAPA has been opened on defective pressure sensors. This complaint is valid. To our knowledge no patient consequences have been reported. The trend is abnormal and reported risk is lower than estimated risk.